Manufacturer narrative:
(B)(4). Evaluation , results: (arterial and venous occlusion) (severely diseased, severely calcified and moderate tortuosity). Evaluation, conclusions: (severely diseased, severely calcified and moderate tortuosity).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 3.3 cm iliac aneurysm. Vessel morphology was reported as severely diseased, severely calcified and moderate tortuosity. The physician implanted a bifurcated stent graft and one iliac extension on the right side, and one iliac limb on the left side. The final angiogram was successful. It was reported 5 hours post implant the patient had pain in the right leg. The CT demonstrated that there was occlusion of the right iliac limb. (MFR 2953200-2011-00011). The occlusion covered the iliac extension and part of the ipsilateral limb. The physician performed a thrombectomy and implanted a viabahn stent. The occlusion resolved. No additional clinical sequelae were reported and the patient is fine.